Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain'), genital haemorrhage ('gen. Abnormal. Bleed'), sjogren's syndrome ('autoimmune diagnosed: sjorgren's syndrome / autoimmune disorder type of disorder: ra and other inflammatory issues: sjogren syndrome') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 08b702 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included almotriptan, ethinylestradiol;levonorgestrel (camrese), gabapentin, medroxyprogesterone acetate (depo provera) and sumatriptan. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced rash ("rash/skin condition"). In (B)(6)2009, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain / pain in back on the right side"). In (B)(6)2010, the patient experienced urinary tract infection ("uti"), dry eye ("eyes dryness"), eye irritation ("eye irritation") and eye pruritus ("itching"). In (B)(6)2010, the patient experienced sjogren's syndrome (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and rheumatic disorder ("inflammatory issues"). In (B)(6)2010, the patient experienced feeling abnormal ("brain fog / foggy brain"). In (B)(6)2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2011, the patient experienced bladder disorder ("bladder problem/ bladder change"). In (B)(6)2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: constant irritable bowel syndrome ibs) type: symptoms"). In (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal disorder"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problem / vision/eye problems type: vision issues"), arthralgia ("pain in joints from inflammation") and food allergy ("food allergies") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, sjogren's syndrome, abdominal pain, back pain, allergy to metals, rash, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection and fatigue had resolved, the rheumatoid arthritis, menorrhagia, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, feeling abnormal, dysmenorrhoea, dry eye, eye irritation, eye pruritus, rheumatic disorder and arthralgia outcome was unknown and the migraine, irritable bowel syndrome and food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cystitis, dry eye, dysmenorrhoea, eye irritation, eye pruritus, fatigue, feeling abnormal, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, rheumatic disorder, rheumatoid arthritis, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: update of information (batch is notvalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed'), sjogren's syndrome ('autoimmune diagnosed: sjorgren's syndrome / autoimmune disorder type of disorder: ra and other inflammatory issues: sjogren syndrome') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 08b702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included almotriptan, ethinylestradiol;levonorgestrel (camrese), gabapentin, medroxyprogesterone acetate (depo provera) and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash ("rash/skin condition"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain / pain in back on the right side"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"), dry eye ("eyes dryness"), eye irritation ("eye irritation") and eye pruritus ("itching"). In (B)(6) 2010, the patient experienced sjogren's syndrome (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and rheumatic disorder ("inflammatory issues"). In (B)(6) 2010, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog / foggy brain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem/ bladder or urinary problem or change "). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: constant irritable bowel syndrome ibs) type: symptoms"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal disorder"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problem / vision/eye problems type: vision issues"), arthralgia ("pain in joints from inflammation") and food allergy ("food allergies") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, sjogren's syndrome, abdominal pain, back pain, allergy to metals, rash, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection and fatigue had resolved, the rheumatoid arthritis, menorrhagia, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, feeling abnormal, dysmenorrhoea, dry eye, eye irritation, eye pruritus, rheumatic disorder and arthralgia outcome was unknown and the migraine, irritable bowel syndrome and food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cystitis, dry eye, dysmenorrhoea, eye irritation, eye pruritus, fatigue, feeling abnormal, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, rheumatic disorder, rheumatoid arthritis, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Previously reported event "injury" was updated to pelvic pain / chronic pain. Events : abdominal, back, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, nickel, rash/skin condition, hypersensitivity, autoimmune diagnosed: sjorgren's syndrome, psych injury, bladder probs, urinary probs., bladder infect. Uti, vaginal discharge, vaginal infect, fatigue, gi conditions, hair loss, dental probs ,hormonal changes, migraine, headaches, nausea, vision problem , weight gain . Lab data added. On 18-sep-2019: fu 2 and fu 3 process together . Pfs received. Concomitant medication and lab data added. Events; eyes dryness, irritation, neurological conditions or problems type: brain fog / foggy brain, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: constant irritable bowel syndrome ibs) type: symptoms, itching, inflammatory issues, rheumatoid arthritis, pain in joints from inflammation, food allergies were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.